Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer declined to fill and load a new cartridge. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 333 mg/dl at time of event.